Event description:
It was reported that a patient underwent a myomectomy procedure on (B)(6) 2011 and suture was used to close the uterus. The procedure was converted to a laparotomy because the needle pulled off of the suture while in the uterus held by a laparoscopic grasper. The surgeon tried to use a laparoscopic instrument, but went to a mini-laparotomy to retrieve the needle. The patient was discharged home and is currently stable.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.